Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 300 mg/dl with trouble breathing after waking up to find the pump without power. The reporter indicated that there were no low or replace battery alarms related to the event. During troubleshooting the reporter noted that the battery compartment was cracked. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation of a pump power issue with damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the black box showed one instance of rebooting. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The returned battery cap would not secure to the pump, and power loss was duplicated. A test battery cap was able to carefully secure to the pump and was used to complete investigation. The pump was exercised for 24 hours without any further power issues. The pump successfully passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed, and there was no evidence of any internal moisture found on internal pump components. Unrelated to the complaint, investigation revealed that the display screen was discolored but was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.